Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) went to the hospital as they did not feel well. The device was discovered to be in elective replacement indicator (eri) upon interrogation. There were concerns that there were longevity issues as the last follow up indicated there was more time left until eri. The device was explanted and replaced. However, during the procedure, the physician noted that the screw did not turn properly and the right ventricular (rv) lead would not detach from the header. The physician managed to remove the lead from the header after tightening and untightening the screw. The device is expected to be returned for analysis. No additional adverse patient effects were reported.